Event description:
It was reported that the zimmer air dermatome was not cutting evenly. Additional clinical follow up with the customer indicated that there was no report of patient injury associated with the event.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 05/19/2000 and was last repaired on 02/21/2013. Evaluation of the device observed that the device was outside of calibration at the zero thickness setting on the right side and the side to side calibration specifications. The cause is most likely due to the user not maintaining the device per prevention maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.